Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the surgeon that a patient had a periprosthetic fracture around her old radial head replacement with a miniqa+ # orthocord os-2 device. According to the report, the patient was more than a year out from a left radial head replacement arthroplasty when she felt a snap within the arm while she was picking up her (B)(6) year old granddaughter. She suffered pain. The current status of the patient is unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that after a left radial head replacement arthroplasty, a patient felt a snap within the arm and had pain. The patient was diagnosed with a periprosthetic fracture around her old radial head replacement with a mini qa+ w/ #0 ocord and os-2 needle w/bit. No product malfunction was reported. The complaint device was not returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [3857173] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.